Event description:
Caller reported blood glucose results of hi, which on the compact plus system indicates a result in excess of 600 mg/dl. She self-treated with food, washed her hands, and rested at 211 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.